Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient broke his ankle about a year ago. He had malleolus fracture and broke off the end of tibia. He had implantable neurostimulator (ins) implanted a few month after this. He was trying to sort out some sympto ms he was having and was not sure if it related to the ankle injury or interstim system. He had been experiencing tightness in the greater trochanter. He had not tried turning stim off yet to see if this effects the tightness. Patient also mentioned that his results from the therapy had been mixed. His bladder did not empty very well which led to frequency. The therapy helped with this some but had not completely helped with the emptying. Patient stated his experience with his therapy has not been a ¿home run or a failure¿. He cannot put a percent as far as how successful the therapy was for him. He wanted to know if this possibly be related to the interstim device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.